Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of atrial events on the right ventricular (rv) channel. The oversensing resulted in the delivery of three inappropriate shocks to the patient. Sensitivity was already programmed to least, but the p-waves were still being seen by the rv lead. A guidant technical services consultant discussed performing a chest x-ray to verify the rv lead position.